Event description:
Complaint rec'd concerning leakage issues with use of 42384-11 intralock 3-way transparent stopcocks. The initial info rec'd reports "...informed by several crna's... Intralock 3-way stopcocks are leaking. The crna it happened to today (reported) pt was having a blood transfusion in the operating room and noticed it was leaking..." There were no reported adverse pt outcomes. The MFR has made multiple attempts/requests for add'l event details as well as the status of the device returns. As of the date of this report there has been no response.

Manufacturer narrative:
Investigation: code-other a review of the mfg lot build database for the reported lot# 2900316 (mfg date 07/2014) shows (B)(4) units were mfg, tested, inspected, and released. There were no exception documents generated during the lot build. Conclusion: the involved devices were not returned for analysis and confirmation. The reported info did not identify any visual defects, component damages with the stopcock devices. The exact cause(s) of the reported event are unk at this time.